Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level was affected, exceeding 500 mg/dl, but no specific value was known other than it displayed as "high." To address the high blood glucose, the customer performed a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support arranged for a replacement pump with updated software to be sent to the customer and advised them to use mdi as a backup therapy until the replacement arrived. The customer was informed about the necessary steps for storage, return of the faulty pump, and setup of the replacement, all of which they understood and acknowledged.